Manufacturer narrative:
The actual device involved in the incident was returned for evaluation. Visual examination revealed the device showed evidence that it had been polished and refinished at least once. The lot number is not available because the original markings are barely legible and some are non-existent. The device was attached with the fiber optic cable that was also sent in for evaluation to a light source and the device appeared to function as intended. Historically the root cause of the reported issue has been related to the device being placed on patient with light source in a fully energized state while not in use. Please note that we recommend using this device with a 3.5mm fiber optic bundle. A larger size bundle (such as a 5mm bundle) will not increase the light output.

Event description:
Patient burned in surgery. Additionally, account stated the physician was doing an excision of subcutaneous tumor on the abdominal wall, when the patient received a burn. The connection between the fiberoptic ignited retractor and the fiberoptic cord became hot and created a blistered burn on the patient's sternal area. Physician treated burn and will monitor patient scarring because she is prone to scarring.